Event description:
A physician questioned an axsym bhcg result of 0.0 miu/ml based on the pt's previous result at another facility of approximately 50,000 miu/ml. The customer retested the same specimen aliquot the next day and the bhcg result was 50,000 miu/ml. The primary specimen tube was also tested yielding a result of 47,000 miu/ml. Another specimen was collected and the bhcg result was 52,774 miu/ml. No impact to pt management was reported.

Event description:
A physician questioned an axsym bhcg result of 0.0 miu/ml based on the pt's previous result at another facility of approximately 50,000 miu/ml. The customer retested the same specimen aliqout the next day and the bhcg result was 50,000 miu/ml. The primary specimen tube was tested yielding a result of 47,000 miu/ml. Another specimen was collected and the bhcg result was 52,774 miu/ml. No impact to pt management was reported.